Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a review of the alarm history indicated two occlusion alarms had occurred on (B)(6) 2016. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. An occlusion was simulated during investigation and the pump emitted the appropriate audio-visual alerts. The simulated occlusion alarm was correctly recorded in the pump history. The complaint could not be duplicated on investigation. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (absence of occlusion alarm) issue. Reportedly, the pump did not provide an occlusion alarm when there was a bent cannula. The reporter noted that the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because protection against a fault malfunctioned, and the user may not be aware of the malfunction/issue; insulin delivery may be affected without the user being aware.